Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
The patient came into the ER for inappropriate shocks. The lead was checked and suspected to have a rv lead fracture. Detection, all atp, and shock therapies were turned off and the patient was transferred to another facility where the rv lead was extracted and successfully implanted with a new rv lead. The generator was also replaced.